Event description:
A patient reported experiencing inaccurate erratic results. The patient's blood glucose results were 25 mg/dl, 128 mg/dl. Tests were done within <10 minutes with a difference of 91 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "strips have been open longer than 4 months, reviewed expiration criteria. Has never cleaned meter. Checkstrip: ER 2, 67 (68-92)."